Event description:
Caller reports back to back results of 44mg/dl and 99mg/dl while using the inform system. Caller reports pt was treated with d50 based on lab results of 10mg/dl and 43mg/dl. No treatment was received based on meter reading. Caller reports quality controls were run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.